Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient, no concurrent conditions. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and depressed mood ("low mood"). The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of cornu). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal pain, depressed mood and fatigue with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 35-year-old female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient, no concurrent conditions. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and depressed mood ("low mood"). The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of cornu). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, fatigue and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal pain, depressed mood and fatigue with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.